Manufacturer narrative:
(B)(4). Applications support manager (asm) visited the account next day and was presented printouts of the visx treatments for 2 patients reports. The site reported that patient a had the correct information but that patient b had the wrong information as it had the same information of patient a (both records look exactly the same). Asm asked about patient outcome of patient b and account reported patient is doing fine. Surgeon is an open access doctor using the facility. Asm was unable to locate patient b in the database. On (B)(6) 2016 asm went back to the site with a field service specialist (fss) and he was able to pull both exams (patient a and patient b) from the visx but patient a showed completed and patient b showed not treated. Check the system and was unable to duplicate problem. System checked and no problems found. System meets amo specification. During that visit it was reported that patient b presented with unexpected outcome in both eyes. Asm asked account representative the process they follow during the treatment dates and she reported that she transfers the data from the wavescan via usb (universal serial bus) to the star s4 and then ejects the usb. She stated that they perform a time out with the physician prior to bringing the patient into the room. Once the time out is complete she leaves the room and brings the patient in. She stated that there was no indication that anything unusual had occurred. Surgeon treated 7 bilateral patients all custom. Patient a was the second patient that day and patient b was the seventh and last patient that day. The wavescan printouts were also furnished. The laser has been used after (B)(6) 2016 without error on (B)(6) 2016 copied gas history log data from (B)(6) 2016 was reviewed. Checked out system and system meets amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
Surgeon reported that visx printed out the incorrect printout of completed treatment for both eyes of a patient treated on (B)(6) 2016.